Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net. Upon interrogation, the implantable cardioverter defibrillator was discovered to be in backup operation. The device was reprogrammed successfully. The patient's condition was stable following download and would continue to be monitored regularly.